Event description:
During cystoscopic stone removal procedure (to remove l ureteral stone), the utereroscope was passed over a wire up to the renal pelvis. The scope became lodged, although no bend in it at the time. The scope was removed with some resistance. It was then noted that approximately 3cm of black sheathing from distal end of scope was missing. The procedure was stopped. An antegrade study showed extravasation outside of the ureter. A percutaneous nephrostomy tube was placed in the angiosuite. Three CT scans were performed, however not successful in detecting the whereabouts of the retained piece of sheathing. Two attempts were made to locate the foreign body through percutaneous nephrostomy, but both attempts were unsuccessful in locating the retained piece inside the renal system. Pt continues to have percutaneous nephrostomy tube to date.